Event description:
Customer reports that the patient received the following tests on the patient's device: 9:03 am: 294 mg/dl, 9:04am: 139 mg/dl, 9:12am: 229mg/dl, 9:12am: 125 mg/dl, and on the professional device the customer tested 108 mg/dl at 9:21 am. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device customer refused return.